Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The outer insulation was ruptured. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did (did not) perform as described in the field action. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead had fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.